Manufacturer narrative:
(B)(4). The device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator touch screen was not working and showed signs of delamination on the screen. There was no patient involvement associated with the reported event.